Event description:
Customer reports one incident of a blood leak at the onset of treatment on a new dialyzer. Noted by a blood leak alarm and confirmed with hemastix. Treatment was continued with a new dialyzer and new bloodlines without further incident. No pt injury or medical intervention was reported.